Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be dull during separate surgeries. Alternate knives were obtained in order to continue the procedures. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the cataract procedures were successfully completed with no patient harm.